Event description:
It was reported that this right atrial (ra) lead experienced subclavian crush which resulted in lead damage. This physician reported the device was reprogrammed only due to patient atrial activity and co mobilities. No surgical intervention was performed. No therapy impact was reported. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.